Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv was discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain, when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery / iipv.

Event description:
During evaluation of a returned homechoice machine, a possible increased intra-peritoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 6. The patient's ultrafiltration reading was 1191ml, indicating the home patient (hp) drained 1191ml more than their programmed fill volume of 1700ml. This information gave a total drain volume of 2891ml which meets iipv criteria. No patient injury or medical intervention was reported.